Event description:
Additional information received reported that the cause for the catheter being tangled was determined to be related to patient weight loss and migration of pump in pocket. The cause of difficulty aspirating from cap (catheter access port) was determined to be related to the tangling of catheter as flow was being occluded. The pump migrated in the pocket due to weight loss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) and bupivacaine 1.0 mg/ml (unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient had loss of therapy effectiveness reported on (B)(6) 2023. It was further reported that the patient had lost between 50-75 pounds and the hcp believed that the catheter might have been tangled or that the pump migrated in the pocket. The hcp put the pump into minimum rate at that time and performed exploratory pocket revision surgery on (B)(6) 2023. Upon opening in the pump pocket the hcp reported that the catheter was tangled in the pump pocket and the hcp was unable to aspirate from the catheter access port (cap). The hcp unwound the tangled catheter and inspected for damage but none was seen. The hcp was then able to successfully aspirate 3cc of cerebrospinal fluid (csf) from the cap after catheter was reconnected to pump. The hcp performed a dye study next and they were able to visualize the dye reach the tip of catheter into the intrathecal space as desired. The hcp sutured pump securely in pocket again and successfully aspirated 3cc from cap before closing the pump pocket. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown.